Manufacturer narrative:
Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr found that the unit has missing o-rings and protective cover on the flow sensor receptacle. Fsr replaced the flow sensor receptacle and performed the operational verification procedure. The unit is performing within specification and can be returned to service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator shows low volume readings. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event